Event description:
The pt called lifescan (lfs) and alleged that their meter was reading inaccurately high. The pt reported a result of 312 mg/dl. They did not report if they had any symptoms at the time of this result. Pt took 10 units of insulin and then had an "insulin reaction". It is not known how soon after the pt began to experience the symptom of sweating. The pt called the parametics and their friend. Their friend arrived first and gave the pt orange juice and honey. The paramedics then arrived and offered the pt a glucose IV; the pt refused. No other blood glucose results were reported from the event. It would have been helpful to know if the pt attempted to test on their meter at the time of the hypoglycemic symptoms or if the paramedics tested the pt on their device. Medical affairs attempted unsuccessfully to reach the pt for more information. A letter is being sent as a second attempt. The test strips were in good condition and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt was unable to state what the code number was at the time of the event because the code number "keeps changing inadvertently" without pressing the buttons. The pt did not have any control solution to troubleshoot. Based on the information provided, there is evidence of a meter malfunction however, there, is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.